Event description:
Alleged the bed will not stay up after the hi/low up function switch is released.

Manufacturer narrative:
The technician found a switch was stuck on the siderail caregiver control. The technician replaced the siderail caregiver control panel assembly to repair the bed.